Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. This patient was diabetic, had polytrauma, and an open fracture, all of which predispose the patient to healing complications and infection. During the investigation process a review of the sterile certifications were not reviewed, as no product lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported and no product information was provided, validation of sterile certifications cannot be performed, therefore the reported event is considered procedure related. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a clinical study patient experienced a wound infection and skin breakdown approximately seven (7) days post-implantation. The symptoms were tolerated after administration of antibiotics for six (6) weeks. No reintervention was necessitated, and the wound healed without any subsequent sequelae. Attempts have been made and no further information has been provided.